Event description:
It was reported that during a laparoscopic cholecystectomy the clip crossed over and formed a number 8. There was no pt consequence. A second device was opened to complete the procedure.